Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause is inconclusive. Per the information received it was reported that no signal could be obtained from the sensor post-implant on (B)(6) 2025. It was confirmed that the sensor was still within the left pulmonary artery. After several unsuccessful readings after (B)(6) 2025, including readings containing electromagnetic interference the rep was able to get a signal from the sensor right away on (B)(6) 2025. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
Additional information was provided confirming that a signal was successfully obtained from the sensor on (B)(6) 2026 and the device was calibrated.

Event description:
It was reported that no signal could be obtained from the sensor post implant on (B)(6) 2025. The sensor had been tested prior to procedure. Xray images were obtained which confirmed the sensor was still within the pulmonary artery. Additional troubleshooting is planned.